Manufacturer narrative:
Device not received for eval.

Event description:
The device was used during a low anterior procedure. Reportedly, the safety was broken. The surgeon was able to complete the procedure with the instrument. The hospital has reported no pt injury occurred.